Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The physician elected to remove and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Final analysis was normal. No anomalies were found.